Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-01911. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image disappeared during a ercp (endoscopic retrograde cholangiopancreatography). The customer stopped the procedure and resumed it on another similar device. The procedure was not extended, but the customer needed to increase the dose of anesthesia. The procedure was completed. There was no report of patient injury associated with this event.